Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("injuries including pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain outcome was unknown the reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("injuries including pain/pain") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena until (B)(6) 2013. Concurrent conditions included irritable bowel syndrome, bipolar disorder, polycystic kidney, anxiety and insomnia. Concomitant products included medroxyprogesterone (depo provera) until (B)(6) 2015 for birth control. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), rash ("unknown, rash on right arm"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), back pain ("back pain"), abdominal pain ("abdominal pain") and dysuria ("dysuria"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine, headache, depression, back pain, abdominal pain and dysuria had resolved and the vaginal haemorrhage, menorrhagia, rash, female sexual dysfunction, fatigue, cystitis, urinary tract infection, nausea, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she was not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Patient demographic information and patient relevant history added. Essure indication- permanent birth control by bilateral occlusion of the fallopian tubes updated. Concomitant medication added. Events abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), unknown, rash on right arm), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bladder infection, urinary infection, migraines, headaches, nausea, depression, vaginal discharge, weight loss, back pain, abdominal pain and dysuria added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("injuries including pain/pain/pelvic pain"), embedded device ("iud and attached itself to wall and had to do another procedure to take it out specially") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. The patient's medical history included urine odour foul, pain in elbow, abdominal cramps, ovarian cyst ruptured and musculoskeletal pain. Previously administered products included for an unreported indication: tylenol, fluticasone, nitrofurantoin monohydrate and mirena. Concurrent conditions included irritable bowel syndrome, bipolar disorder, polycystic kidney, anxiety, insomnia, body mass index normal, anesthesia, urinary frequency, cramp in lower abdomen, spasms, muscle pain, dermatitis, postmenopause, constipation, burning sensation, vomiting, joint pain, bruising, bloating, amenorrhea, sacro-iliac pain, cough, low blood pressure, left lower quadrant pain, pap smear abnormal, human papilloma virus test positive, lsil, acne and sinusitis. Concomitant products included medroxyprogesterone acetate (depo provera) until (B)(6) 2015 for birth control as well as acetylsalicylic acid (midol), cefixime (flexeril), clonazepam, cyclobenzaprine, docusate, duloxetine, famotidine, fluocinonide, fluticasone, lidocaine, medroxyprogesterone, meloxicam, mepyramine maleate;pamabrom;paracetamol (pamprin), naproxen, nortriptyline, nsaids, ondansetron, quetiapine fumarate (seroquel), tramadol and venlafaxine. On an unknown date, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), rash ("unknown, rash on right arm") and nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), back pain ("back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient was found to have weight decreased ("weight loss"), 11 months 12 days after insertion of essure. In 2015, the patient experienced fatigue ("fatigue"), cystitis ("bladder infection/infection(bladder)"), urinary tract infection ("urinary infection/infection(urinary)"), vaginal discharge ("vaginal discharge") and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced post procedural haematoma ("hematoma and bruising after removal surgery"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dysuria ("dysuria") and mood swings ("mood swings"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and had to do another procedure to take it out specially). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rash, dysmenorrhoea, dyspareunia, migraine, headache, back pain, abdominal pain and dysuria had resolved, the embedded device, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, cystitis, urinary tract infection, nausea, vaginal discharge, weight decreased, genital haemorrhage, mood swings, anxiety and post procedural haematoma outcome was unknown and the depression was resolving. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, post procedural haematoma, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter provided no causality assessment for abdominal pain, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, post procedural haematoma, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased with mirena. The reporter considered embedded device to be related to mirena. The reporter commented: she was not advised of any complications from your essure removal procedure. Current weight 125 lbs. Left fallopian tube was canalized with four trailing coils. Four coils were noted on the right hand side. Discrepancy noted as per mr: patient had an essure in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2015: addendum diagnosis- essure coils (2) grossly identified. Final pathologic diagnosis- uterus and cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy, myometrium- leiomyomata. Fallopian tubes- benign para tubal cysts.; on (B)(6) 2015: vaginal bleeding noted (B)(6) 2015. Dark red, now light in nature. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: nausea, urinary tract infection, abdominal pain, back pain, headaches, fatigue, vaginal haemorrhage, dysuria, vaginal discharge, pelvic pain female, depression, weight decreased, menorrhagia. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical record received. Event iud and attached itself to wall and had to do another procedure to take it out specially was added from mr. Drug mirena was kept as suspect drug. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("injuries including pain/pain/pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena until (B)(6) 2013. Concurrent conditions included irritable bowel syndrome, bipolar disorder, polycystic kidney, anxiety, insomnia and body mass index normal. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone (depo provera) until (B)(6) 2015 for birth control. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), rash ("unknown, rash on right arm") and nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), back pain ("back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, 11 months 12 days after insertion of essure, the patient experienced weight decreased ("weight loss"). In 2015, the patient experienced fatigue ("fatigue"), cystitis ("bladder infection/infection(bladder)"), urinary tract infection ("urinary infection/infection(urinary)"), vaginal discharge ("vaginal discharge") and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced post procedural haematoma ("hematoma and bruising after removal surgery"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dysuria ("dysuria") and mood swings ("mood swings"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rash, dysmenorrhoea, dyspareunia, migraine, headache, back pain, abdominal pain and dysuria had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, cystitis, urinary tract infection, nausea, vaginal discharge, weight decreased, genital haemorrhage, mood swings, anxiety and post procedural haematoma outcome was unknown and the depression was resolving. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, post procedural haematoma, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she was not advised of any complications from your essure removal procedure. Current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received: events added: abnormal bleeding(general), hematoma and bruising after removal surgery, mood swings and anxiety. Outcome of event rash was updated from unknown to recovered/resolved. Concomitant drugs, concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.